Event description:
It was reported that a guide wire separation occurred during a procedure. This MDR is being filed conservatively. No further information is available and attempts to followup have been unsuccessful.